Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part/UDI updated based on part number determination from investigation . Updated investigation summary-additional measurements. Dimensional inspection: per document, the length for part 04.503.061 should be 9+/- 0.1 mm and for 04.503.062 it should be 12+/-0.1 mm. The correct dimension can not be measured due to bent condition of the received device. But the approximate length was measured around 12.26 mm (used ca215p). So, it can be determined the received device is 04.503.062. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: total four (4) matrixneuro plates were received at cq. Three of them are matrixneuro double y-plates (blue in color) and one is matrixneuro straight plate with 2 holes (blue in color). The part and lot number of the complaint device could not be determined as it is not etched on the devices and nor were provided. Upon visual inspection of matrixneuro straight plate, it was noticed that the plate has 2 holes and was blue in color, so the potential part number of the implant could be 04.503.062 or 04.503.061. Further visual inspection reveals that the plate was bent upward. Hence, the complaint can be confirmed. Dimensional inspection: it was not performed due to the post manufacturing damage. Document/ specification review: the part and lot number of the complaint device could not be determined as it is not etched on the devices and nor were provided.thus, review of the manufacturing record evaluation and review of the drawing could not be completed.  Conclusion:  the complaint condition is confirmed for the unknown matrixneuro plate. The root cause of the damage is undetermined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s revision surgery. This report is for an unk - plates: matrixneuro/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to failure of the four (4) matrixneuro plates wherein there was a multiple breakage of the plates and migration of the matrixneuro screws and patient specific implant (psi) resulting to swelling in the head. Moreover, a CT scan on unknown date was taken which showed that the custom implant was completely dislodged from the skull and had an increased volume of the soft tissue and surrounding fluids. Consequently, the patient had a delayed healing and a less than a desirable treatment outcome. Initially, the patient had been implanted with a custom patient specific implant in (B)(6) 2019. Thus, a revision was done, and a new plate and screws were replaced. The procedure was successfully completed. All broken fragments were removed easily. Patient outcome was unknown. This is report 2 for 6 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event is an unknown date in 2019. Date of implantation is an unknown date in (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: matrixneuro screw (part: unknown, lot: unknown, quantity: 12).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 1 report as (B)(4) 2019 but should have been (B)(4) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.